Event description:
As reported by the sales rep, the patient had a trapease filter placed (B)(6)2010. The filter was confirmed to be placed appropriately below the renal veins. A few days later, the patients had a bariatric surgical procedure. Seven days later, the patient had an abdominal cat scan, and the filter was still confirmed to be in the appropriate location. Approximately on week later, the patient died. The patient had an autopsy done and the pathologist stated that the entire filter had migrated to the right atrium of the heart.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The patient had a trapease filter placed on (B)(6) 2010 which was confirmed to be placed appropriately below the renal veins. A few days later, the patient underwent bariatric surgery. Seven days later, the patient had an abdominal cat scan which confirmed that the filter was still in the appropriate location. Approximately one week later, the patient expired. Autopsy revealed that the entire filter had migrated to the right atrium of the heart. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15201815 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. Ivc filter migration is a known potential adverse event associated with all ivc filters implantation and is listed in the IFU as such. Intracardiac migration of ivc filters is a rare but potentially fatal event. Possible cause for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, "sail" effect of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. There is not enough information to draw a definitive clinical conclusion between the device and the reported event. There is no evidence of manufacturing or design issues that contributed to the event.